Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. No nonconformances were identified for this part number, lot number combination per qlik query executed on 5/10/2019. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep via cst that during an acl reconstruction with meniscal repair surgical procedure, it was observed that the truespan peek 12 degree did not fire at all inside the joint. The trigger was broken when the package was opened. The case was completed with a different implant with a different lot number. There was a ten minute delay to switch the devices. There was no patient consequence. It was reported that the trigger of the device was noticed as broken when it was taken out of the packaging, but was still used on the patient. It was reported that the device was inserted into the patient and into the meniscus and then on the attempt to deploy the trigger, the trigger was too hard to deploy. The surgeon attempted to deploy the trigger on the back table, but was unable to do this outside of the patient as well. It was reported that another truespan with different lot numbers was used to complete the surgery. It was reported that the surgeon attempted to depress the trigger but the trigger did not move. It was reported that the tip of the needle was inside of the meniscus. It was reported that the surgeon penetrated the meniscus to the depth stop. It was reported that the implant was deployed in the patient. It was reported that the implant was deployed due to the fact that the surgeon was unable to press the trigger. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.